Manufacturer narrative:
The precision strip has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. A valid serial number has not been provided for precision strips. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and minor damage to the usb (universal serial bus) port was observed. Reader successfully communicated with software and the reader was observed to be charging. The damaged usb port did not impact reader functionality and does not contribute to the customers complaint. Reader powered on with button press and strip insertion. No port issues were observed. Therefore, this issue is not confirmed. This also serves as a correction report. Section h11 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unknown port issue was reported with the abbott diabetes care (adc) device. The customer was unable to check their glucose level as the reader did not react when they put in the test strips. The customer experienced a loss of consciousness and a non-healthcare professional (non-hcp) provided the them with glucagon for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. Since the serial number of the precision strip is missing, no device history record (DHR) is possible. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the precision strips and reported complaint, and the review did not identify any trends that would indicate any product related issues. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unknown port issue was reported with the abbott diabetes care (adc) device. The customer was unable to check their glucose level as the reader did not react when they put in the test strips. The customer experienced a loss of consciousness and a non-healthcare professional (non-hcp) provided the them with glucagon for treatment. There was no report of death or permanent impairment associated with this event.